Event description:
The pt returned to the cath lab on (B)(6) 2024 where the original iabp catheter was removed and another iabp was inserted without concern upon exiting the lab. On (B)(6) 2024 the iabp console began alarming and a chest x-ray indicated the iabp catheter was double backed on itself. The iabp catheter was pulled and the pt remained stable. No harm to the pt. It is possible that this could be a mode of failure in how it is manufactured as the distal marker is glued onto the shaft of the balloon, rather than clamped. During insertion, the more force that is used, the distal marker may become mobile, leading it to double back.